Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026 as infusion set was accidentally pulled out during use due to tubing catching on something which leads to high blood glucose and was treated with manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.